Event description:
The reporter stated the surgeon implanted a 12.55mm icm125v4 implantable collamer lens in the patient's right eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to low vault and lens dislocation. No other lens was implanted. Presence of inferior zonulysis.

Manufacturer narrative:
(B)(4).